Event description:
This event was to be included on the second quarter alternative summary report, however, is 3500a reportable based on analysis completed on (B)(6) 2012 it was reported that during an angioplasty treatment procedure, a balloon rupture occurred. The target lesion was located in the left common iliac artery. A physician mentioned that a 14-4 x 5.8 x 75 xxl balloon catheter was used during a procedure a couple weeks ago and the balloon ruptured at 3atm. No patient complications were reported and the patient's status is fine. Additional information has been requested and is not available. However, returned device analysis revealed that a portion of the balloon was detached.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and it was determined that the distal portion of the balloon, shaft and the distal markerband was detached from the device and was not returned. A portion of the balloon (approximately 55mm in length) remained attached to the device at the proximal bond. The balloon had been torn circumferentially and was also torn longitudinally along its length. There was blood present in the shaft and balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).